Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a revision procedure wherein a lead was added to address chronic arm, shoulder, and neck pain. And the ipg was replaced to accommodate the lead. The patient had successful programming postoperatively.